Event description:
A gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm in 2005. The pt then presented with malaise, gross hemoptysis, melena, and e.coli septicemia. A postoperative computed tomography scan revealed gas and blood in the aneurysmal sac and the erosion of the aneurysmal sac into the duodenum. In 2006 the aneurysm was surgically repaired. There were two aorto-duodenal fistulae, the aneurysmal sac contained malodorous purulent thrombus, the device was intact, and there was no evidence of an endoleak. The current status of the pt is unk.